Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks with 1 syringe on each side of skinvive¿ by juvéderm®. One week post injections, the patient experienced nodules. The patient went in for their 4 week follow-up and showed ¿2 nodules one side and 3 other side, only noticeable when manipulated.¿ the hcp treated the patient with ¿0.05cc hyaluronidase to each nodule but noted that the nodules were significantly bigger and deeper than product amount and superficial injections.¿ the hcp recommended to mention to dermatologist since patient had a regular appointment for the following day. The dermatologist thought nodules were from filler product and applied more hyaluronidase. Pictures from patient showed more nodules than the follow up appointment. The hcp is looking to treat with onboard oral steroids. ¿patient did report stress, recent cold sore with valtrex treatment and a sty. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.